Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v057421, implanted: (B)(6) 2007, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor issues. The patient reported she had her ins replaced on (B)(6) 2016 due to normal battery depletion. When the physician went into replace the battery, they ended up replacing the whole system because it was not routed right and the lead had come out of her bladder. There was no issue reported related to the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.